Manufacturer narrative:
Product complaint # ==> (B)(4). Complaint event description was revisited, on 3/14/2019, as a previous discussion involving medical safety officers determined that any consequence of the fusion process is due to the altered biomechanics from the fusion, not the instrumentation used to accomplish the fusion. The complaint is no longer reportable as the adjacent segment disease is not related to the instrumentation used to accomplish fusion.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plif surgery was performed on unknown date (about a year ago) to fix l4 with 7mm screw (p/n and lot number were unknown). After about a year from primary surgery, the patient¿s got adjacent segmental diseases. Thus, the revision surgery was performed on (B)(6) 2017 to replace 7mm screw to 8mm screw. No further information was provided by the hospital.